Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.